Manufacturer narrative:
(B)(6) medical ag case number is: (B)(4).

Event description:
The following was reported to (B)(6) medical ag: constant high pitch alarm when turning the device on. Clinical staff unable to turn off alarm and unable to boot device. No patient harm was reached, and no treatment was required.